Manufacturer narrative:
The pump had blank display, problem isolated to lcd board. The pump had minor scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was unknown. The customer states the display went blank. The batteries were changed and the screen was frozen blank. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.